Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain/low back pain indications for use. It was reported that their pump was beeping every half hour, which started yesterday. The patient confirmed that the beeping was a one tone alarm. The agent had the patient connect to their pump with their ptm and confirmed that the personal therapy manager (ptm) was showing a low and an empty reservoir alert. The patient stated they usually go in once every two months for a refill and they believe they are due for their refill. The issue was not resolved through troubleshooting. The patient stated that they have fentanyl and some other medication that is a muscle relaxer that they believe starts with an m. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a company representative (rep) stated that the physician that was provided to the patient or the staff does not refill pump.